Event description:
It was reported that t:slim x2 pump battery would not charge, and multiple low power alerts and a power source alert occurred, eventually leading to pump shutdown and inability to turn pump back on. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by using an alternate usb cable.